Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as the cylinders were not filling up with saline. The device was explanted, and a small hole was identified in the tubing to the reservoir. A new ipp was implanted. No patient complications were reported.